Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high pacing thresholds. The patient also reportedly experienced diaphragmatic and phrenic nerve stimulation from the lead. The lead was explanted and replaced. It was also reported that high pacing thresholds were observed on the right atrial (ra) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high pacing thresholds. The patient also reportedly experienced diaphragmatic and phrenic nerve stimulation from the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.